Manufacturer narrative:
Analysis of the fiber revealed a connector which had been removed from the fiber via a fiber break behind the sma pin. The break was uneven and jagged with charred heat shrink on both sides of the break at the proximal end of the fiber. The break point was in front of the strain relief, behind the sma pin and under the blue connector which is an unusual point for the fiber to break. The evidence of charring indicates the break occurred while laser energy was being transmitted. The rfid scan indicated that laser energy was transmitted for at least 14 total seconds at the maximum power output (20 watts) of the dornier hrm laser that the fiber was last used with. The fiber rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on 06/25/2018. Since the fiber rfid scan indicated the fiber was found functional both during routine fiber production and during the first 14 seconds of field use, it can be hypothesized that the fiber may have been pulled or bent excessively during laser energy transmission which attributed to the noted fiber break. The 1000 micron fiber is a very thick fiber but has a very large minimum bend radius of 73 mm which may have been exceeded. The exact root cause of this fiber failure could only be hypothesized and could not be completely determined.

Event description:
While trying to use the fiber for the first time it did not work, the fiber has started to smell burnt and afte rit was opened there was some smoke.